Event description:
Technician alleged that the brake steer pedals were not holding.

Manufacturer narrative:
Technician replaced the top and bottom block, the rollers and all four brake casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.